Manufacturer narrative:
The unit had normal operating currents and there was no blank display during testing. There was no damage found on the lcd isolation tape. The unit did not have any alarms during testing. However, the unit had a blank display due to a corroded battery cap contact. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer called in to report a blank display and a watchdog timeout alarm. The customer's blood glucose level was 98 mg/dl. The customer completed troubleshooting and an after battery change alarm occurred, and the display went blank again. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.